Manufacturer narrative:
No evaluation was performed as the product was not returned, therefore, no conclusion can be drawn.

Event description:
Pt had a collapse of the lunate facet. Delayed union, volar plate broke.